Manufacturer narrative:
A supplemental MDR is being submitted to reference a related reports. Sections: g3, g6, h2, h10 have been updated.

Event description:
Additional information: additional information: as reported by an edwards lifesciences field clinical specialist, approximately 7 years and 7 months post implantation of a 26mm sapien 3 valve in a pre-existing surgical valve and stent in the pulmonic position, a valve in valve with a 26mm sapien ultra valve was to be performed due to severe pulmonic central regurgitation. The team initially attempted a transfemoral approach; however, due to the patients large habitus and multiple unsuccessful attempts, the access approach was changed to the right internal jugular (rij) vein. The room was not originally configured for an rij approach, and the operator was positioned to the side of the patients head. After gaining access with the gore sheath and advancing the 26mm commander delivery system (with the crimped 26mm sapien ultra valve), the operator lost grip of the sheath, causing it to back out of the vein. As the sheath was readvanced and the delivery system was pulled back, the crimped 26 mm sapien ultra valve became dislodged from the balloon and lodged in tissue near the neck. The valve was not deployed or expanded. Fluoroscopy showed the valve sitting obliquely near the right clavicle. It was unclear whether the valve was intravascular or in the subcutaneous tissue. Vascular surgery was consulted and deemed the dislodged 26mm sapien ultra valve will remain in subcutaneous tissue and is not in danger of embolization. Patient was stable and in recovery. Ten days later, the patient underwent surgical removal of the dislodged crimped valve. Approximately 7 years and 8 months post implantation of a 26mm sapien 3 valve in a pre existing surgical valve and stent in the pulmonic position, the patient was brought back for a planned valve in valve with a 26mm sapien 3 valve. Several planning meetings were discussed for the approach to ensure to decrease the complications that occurred prior. The room was set up for a right ij approach. This time the operator positioned themselves behind the patients head allowing better control. The procedure went well with no complications.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: b5, g3, g6, h2, have been updated.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 7 years and 7 months post implantation of a 26mm sapien 3 valve in a pre-existing surgical valve/stent in the pulmonic position, a valve in valve with a 26mm sapien ultra valve was to be performed due to severe pulmonic central regurgitation. While the 26mm sapien ultra valve and 26mm commander delivery system was advanced in the right ventricle for deployment, the gore dryseal sheath came out of the body due to wire tension. The operator attempted to pull back the delivery system and valve while re advance the non edwards sheath over the valve. The valve to came off the delivery system in the body and become stuck in subcutaneous tissue near the neck. The 26mm sapien ultra valve was not expanded or deployed. Per consult with surgeon, the dislodged 26mm sapien ultra valve will remain in subcutaneous tissue and is not in danger of embolization. Patient is stable and in recovery. Approximately 7 years and 8 months post implantation of a 26mm sapien 3 valve in a pre-existing surgical valve/stent in the pulmonic position, a valve in valve with a 26mm sapien ultra valve was performed successfully.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was (not) returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported central regurgitation was confirmed based on the information available to date. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that this was an off-label operation for sapien 3 thv implanted in pulmonic position, which was not an indicated use at the time of the implantation. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.